Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained cervical distractor confirmed that one arm is broken off at the joint for the variable angle. The lcp drill bit was analyzed for conformance to print specifications as well as the device history record researched and no abnormal findings were identified. The broken surface is homogenous which indicates material conformity as well. The cause is unknown. This is indicative of too much mechanical force applied during the surgery. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the instrument broke in the beginning of an anterior cervical decompression and fusion (acdf) surgery on (B)(6) 2013 (cervios cage). There was no harm for the patient or the operator. The incident delayed the operation for about 5 minutes. This is report 1 of 1 for (B)(4).